Event description:
This pc is related to (B)(4). (B)(4) reports the looseness after the primary surgery. (B)(4) reports the second revision surgery after the first revision surgery. This pc reports the third re-surgery due to infection. It was reported that on an unknown date (about 10 years ago), the patient underwent the primary surgery via tka for rheumatoid arthritis with an unknown implant (sigma rp). About after six months, the patient underwent first revision surgery because the product had become loose. The replaced implant used was p.f.c. Sigma. Ten weeks after first revision surgery, the patient was discharged from the hospital without clinical signs of infection. The patient's progress was uneventful. One and a half years after the first revision surgery, there were no subsequent symptoms of infection, so second revision surgery was performed. The replaced implant was unknown. On an unknown date, the patient came to the hospital complaining of pain in her right knee. The patient was diagnosed with a periprosthetic joint infection and treated with intravenous antibiotics. The next day, a third surgery was performed to treat septic shock, and debridement and wound cleaning were performed. This report is based on information obtained from literature. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.